Manufacturer narrative:
(B)(4). Batch # n56n9c. The analysis results found that the ntlc75 instrument was received with no apparent damage and with no cartridge reload loaded in the instrument. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/16/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Response received: the customer did not mention that any pieces fell into the patient. No further information is available.

Event description:
It was reported that during an unknown procedure, the first firing trigger broke. The first did not cut. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.